Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of peritonitis was not reported. The patient was hospitalized and was treated with vancomycin (for 13 days, dose, route and frequency were not reported) for the event. At the time of this report, the patient remained hospitalized for long-term recuperation but has recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.